Event description:
Customer reported erroneous (false-positive) accu tni (troponin I) test results obtained with four pts when using the unicel dxi 800 access immunoassay system. The samples were run in duplicates and initial duplicates results were different. Some results were above the acute myocardial infarction (ami) cutoff for troponin. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 2 events reported by this customer.

Manufacturer narrative:
Quality control was within the customer's established ranges prior to and after the erroneous result. Samples were in serum and in lihep plasma. Sample types were collected in gold - or green - top gel separator tubes and are spun in statspin centrifuge for 5 minutes. The customer checked sample integrity and believes both samples looked very clean and clear. Service was dispatched. The field service engineer (fse) performed a system check and carryover procedures were performed before any work was done on the instrument and both met published specifications. The fse stated there was no hardware issues noted and verification testing met specifications. The root cause could be determined based on the available info. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. In addition, this MDR represents event 2 of 2 reported by this customer. This MDR is related to the following MDR reported: 2122870-2011-04661.